Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received multiple cartridge alarm 19s using multiple cartridges during the loading process. The customer's blood glucose (bg) level was 250 mg/dl and an insulin injection was administered to address the bg level and to manage diabetes.